Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was a deviation during a l5-s1 revision procedure to add additional screws tol3/l4. Titanium cage interbodies were placed prior to screw placement and flouro imaging. Segmentation was completed for registration with red values on l4. The segmentation line was adjusted to increase registration accuracy to yellow values for l4. No shifts were found and the procedure was continued. Left and right l3 screws were placed without issue. When moving to l4, the surgeon noticed that both right and left trajectories were inferior to plan by less than 3.5 mm. The surgeon decided to abort the use of the guidance system and place the screws freehand. The manufacturer representative believed there was an issue with segmentation when titanium interbodies were included in the scan. There was no patient harm and the procedure was delayed less than an hour.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be verified. The system then passed the system checkout and was found to be fully functional. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of the software export and logs found the complaint was confirmed. Clinical export data file was thoroughly inspected. The log file was examined with respect to all intraoperative fluoro images in order to inspect and understand procedure workflow. Fluoro images were checked and 3d registration was attempted with the registration 3d marker images utilized during the operation on a mazor x r<(>&<)>d workstation. Analysis reviewed the planning of the reported deviated trajectories. An inferior skiving potential was observed in l4 left+right trajectories. Analysis reviewed the matching accuracy of the system. The registration done in the or was recreated. While a clear shift between x-ray and CT images could be observed ¿ l4 registration showed a green value (acceptable). The existing hardware that is installed led to false positive registration, therefore there was a shift with green values. Trajectories should not be approved under such conditions and should not be used for screw placement. No post-op images were available for analysis. Therefore, deviation nature could not be conclusively confirmed. Analysis reviewed all available information and concluded that the root cause of the reported deviations was due to a false-positive registration, resulting in inferior deviations of both left and right l4-trajectories. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.